Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. There are two possible devices involved in the event as follows: prolift pelvic floor repair. Product code: 99999p17. Tension free vaginal tape. Product code: tvts1.

Manufacturer narrative:
(B)(4). There are two possible devices involved in the event as follows: prolift pelvic floor repair: product code: pfrt01, batch 3116771, exp date 12/31/2010, mfg date 01/29/2008; tension free vaginal tape: product code: tvts1, batch 3094156, exp date 10/31/2009, mfg date 11/09/2007. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
There are two possible devices involved in the event as follows: prolift pelvic floor repair, product code: pfrt01, batch 3116771, exp date ni. Tension free vaginal tape, product code: tvts1, batch 3094156, exp date ni.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, a cystocele, and a rectocele. The patient underwent the concurrent procedures of bilateral vaginal sacrocolpopexy, and cystoscopy during mesh implantation.

Event description:
It was reported that a patient underwent surgery on (B)(6) 2008 for the treatment of pelvic organ prolapse and stress urinary incontinence. During the procedure, pelvic floor repair mesh and a sling were used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat uterovaginal prolapse. It was reported that the patient had a concurrent procedure of a bilateral vaginal sacrocolpopexy performed during mesh implantation. It was reported that following insertion the patient experienced ¿pain going down my legs to my knees during my menstrual cycle; difficulty emptying my bladder; sharp poking pain in both anterior and posterior vaginal areas; pelvic pain; multiple utis; multiple procedures; tests; medications and medical interventions¿ (B)(4).